Manufacturer narrative:
H10: the device has not been returned for evaluation and the medical records were not provided; therefore, the investigation is inconclusive for migration, difficult to remove, malposition of device, and patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4, h6(device code 4001 - patient device interaction problem). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model rf310f vena cava filter was allegedly tilted, migrated, experienced a patient device interaction problem, and the device was unable to be retrieved. This report was received from one source. Of the one event, one patient was involved with no patient consequences. The patients age, weight and gender were not provided.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model rf310f vena cava filter was allegedly tilted, migrated, experienced a patient device interaction problem, and the device was unable to be retrieved. This report was received from one source. Of the one event, one patient was involved with no patient consequences. The patient is female, 56 years old and the weight is unknown.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt and inconclusive for filter migration and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10:b5, g4, h6(device code 4001 - patient device interaction problem). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for singe use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model rf310f vena cava filter was allegedly tilted, migrated, and the device was unable to be retrieved. This report was received from one source. Of the one event, one patient was involved with no patient consequences. The patients age, weight and gender were not provided.